Event description:
It was reported, that the day after the catheter was placed by an anesthetist in the pt¿s left internal jugular vein in the gigu, a leak was found from the medial lumen extension line near the juncture hub. As a result, the catheter was removed and replaced with a new one. There was a report from the hospital that the catheter might have been leaking since it was placed as the physician might have used a sharp instrument at that time. There was no reported delay, death, or complications to the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.